Event description:
It was reported patient's blood glucose rose up to 27 mmol/l (4886 mg/dl). The pod alarmed while worn on the patient's abdomen for between 4 and 24 hours.

Manufacturer narrative:
The received device had the cannula assembly deployed and returned an 0x3d alarm. The pcb assembly was corroded, and a power source was used to connect with the master pdm. The bottom and middle battery were below a voltage of 0.5 v, although no corrosion was visible. The device was unable to reconnect to the master pdm after initial download. The exposed portion of the soft cannula was found bent, although it cannot be determined when or how this damage occurred. Fluid was able to flow through the fluid path with no signs of struggle. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.